Event description:
Caller alleges inaccuracy with inratio.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For the 1st, 3rd, and 4th data sets, both inratio and lab values are within the confidence limits for inr testing. For the 2nd data set, the inratio results is not within the confidence limits but the lab value is. The results are considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is required at this time.